Event description:
Maxillofacial reconstruction plate implanted 3/6/96 during extirpative surgery for poorly differentiated squamous cell ca of mandible. Within past two months, pt noted protruding object. Plate removed and replaced on 11/27/96.